Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745ac, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the recharger and the ac power cord wouldn't go into the charger. The connector pin didn't appear to be damaged at all. When they first got the device they could somewhat put the recharger in the controller, but had difficulty. Now it wouldn't fit at all. It was further reported that they received a new controller, but the recharger still wouldn't fit into the controller and the connector was bad no symptoms were reported. No further complications were reported or anticipated. Additional information was received from a consumer. It was reported that patient received her new controller and it was working and today she doesn't feel her stimulation. Patient said she tried the following troubleshooting: increasing her stimulation and turning off her stimulation down to zero, then increased the stim and turn off stim, and turned it back on; but the issues wasn't resolved. Patient said that she only has group a. Patient confirmed that there were no falls or traumas. Patient services specialist(pss) advised patient to follow up with her healthcare provider since her external equipment is working and she needs help with her internal equipment. No further complications were reported/anticipated.